Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and was unable to enter MRI mode, patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection and continuity testing showed channel #4 electrical open on the returned lead was found.

Event description:
Additional information indicates that patients lead was fractured.